Manufacturer narrative:
The padset that resulted in the complaint filing was not returned to conmed; however, conmed met with the reporting facility and pictures were provided. Conmed was provided with another padset of the same catalog number and same manufacturing lot y09152006 for testing/analysis. Visual inspection of the pad causing the complaint demonstrates that significant amount of hair was stuck on the hydrogel. No visual defects were noted on the pad being tested in the lab. Continuity was measured with a fluke multimeter (dc voltage) and continuity was present from pin to hydrogel on both pads. Samples were connected to a zoll r series defibrillator and were able to show a monitoring signal and successfully deliver a 200j shock. This energy level is the maximum rating on any zoll defibrillator. Test results indicated that the pads successfully demonstrated all functional performance requirements of impedance per iec60601-2-4. The manufacturer indicates that the potential for a flash can be expected due to the radiotransparent design of the electrode, wire to electrode interface, in combination with the patient's body/skin impedance and electrode placement on the skin. The presence/function of the aluminum square within each electrode is to shield/hide the flash that may occur during therapy procedures. All defibrillation or cardioversion pads under certain situations and circumstances can experience some degree of sparking, especially if there is an air gap between the skin and the pad and/or high patient skin impedance. Poor coupling between the patient and pads can lead to a reported malfunction. A device history record review was requested from the manufacturer, and no indication of abnormalities was communicated. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised that misuse of multifunction electrodes, use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery of therapy, and/or loss of ECG trace quality. Do not exceed a setting of 360 joules while defibrillating patients. Make sure the skin is dry, i.e. Free of water, sweat, alcohol, etc. Do not apply any substance to the skin surface that will leave a residue, i.e. Lotions, oils, etc. Ensure that the skin in clean and dry, clipping excess hair. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 2001z-c, was being used during a cardioversion on (B)(6) 2021 when it was reported "a patient was burned using conmed padpro 2001z-c during a cardioversion (in the ep lab). Biomed confiscated the pads. Using new pads from the same lot, the defib and pads were tested. Everything appears to be fine. Per (reporter), the user in the ep lab "heard a pop" and "saw a spark". Reporter believes that conmed can have the pads for evaluation." Further assessment questioning found that upon completion of the procedure the patient was treated with silvadine and had sustained a 2nd degree burn on the chest. The patient was discharged with no hospitalization required. The reporter stated that upon use there was an immediate burning smell and the device was in place for less than 10 minutes. This report is being raised on the basis of injury due to the patient sustaining a 2nd degree burn.